Manufacturer narrative:
Eval code-conclusion: updated to 22 . 67 is no longer applicable. Analysis: no product was returned for analysis. No images were received for review. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: high gradient can be caused by a variety of factors, such as pre-existing patient condition or patient anatomy, calcification levels, valve distortion, under sizing, implant technique, or valve positioning which potentially may have not have completely seated well for several reasons. It is known that implant of a transcatheter valve inside another device causes a decrease in effective orifice area (eoa) due to the size and thickness of the valve frame. The presence of slight transvalvular gradients is anticipated in that situation, which most likely was the cause. It has been shown that most prosthetic valves are at least mildly stenotic and that gradients can be observed despite normal device functionality. It was also reported the patient had pre-existing moderate aortic calcification; calcification levels may also play a role. It should be noted that a mean gradient of less than 20 mmhg is generally considered acceptable for this device. The device remains implanted, with no further adverse patient effects reported. It is unlikely that a malfunction of the device led to the reported event; this event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days post implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed due to increased gradient measurements. It was reported the patient had pre-existing moderate aortic calcification. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information reported that this transcatheter bioprosthetic valve, was implanted in a failed non-medtronic surgical aortic valve bioprosthesis. After the successful transcatheter aortic valve implantation (tavi), the gradient showed a peak of 2 millimeter (mm) of mercury (hg). It was noted that no balloon aortic valvuloplasty (bav) was performed before or after the valve placement. The following day a transthoracic echocardiogram (tte) showed a peak gradient of 55 mmhg and a mean of 28 mmhg. Two days after the valve implant procedure the bav was performed. The valve area prior to the bav was 0.76 square centimeters (cm2). The gradients after the bav on day three post-op was 32.8 mmhg for a peak gradient and 15.14 mmhg for a mean gradient, with a valve area after the bav of 1 cm2. No additional adverse patient effects were reported. Updated weight in lbs: 154. Suspect medical device: device information updated. Updated device mfg date: 2018-06-18. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.